Manufacturer narrative:
Date of report : 11mar2019, date rec¿d by MFR : 07mar2019. The customer was sent an air/exhalation flow sensor to address the issue. No parts were returned to philips for failure analysis, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11feb2019. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator had a low tidal volume. There was no patient involvement. The event date was not specified; estimate used.